Manufacturer narrative:
Product analysis: product analysis: analysis of the programmer was unable to confirm the customer comment of a noisy fan, the fan was replaced as preventative. Analysis also noted that the cord door latch tabs were broken, lower hinge plate was damaged, lower display hinges were worn out, hinge plate screws were missing, radio frequency (rf) programmer head connector on link electronic module (lem) printed circuit board (pcb) was loose, stylus holder clip was broken and keyboard hinge was broke but does not affect operation, due to lack to parts the hinge was not replaced. It was also determined during analysis that the stylus was not functional. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's fan was broken and there was a request to update the programmer's software. The programmer was returned for service and subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.